Event description:
It was reported that during a da vinci-assisted surgical procedure the permanent cautery spatula instrument could not be recognized by the system. The initial reporter also indicated that a fragment had fallen inside the patient and was not retrieved. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for failure analysis evaluation.